Event description:
Procedure: radiofrequency ablation. Reportedly, the pt was properly prepared for surgery and the instrument was correctly assembled. However, the instrument was not working satisfactorily. The ablation could not be performed and the temperature after stopping the pump was body temperature. The needle was withdrawn without ablating the needle track, because in manual mode, the temperature changed to hh, although the output was turned slightly increased. There was no report of pt injury or impact.